Manufacturer narrative:
As reported, a 5x40mm 80cm powerflex p3 percutaneous transluminal angioplasty (pta) balloon catheter ruptured on the second inflation, with a rate of burst pressure (rbp) of ten (10) atmospheres (atm). The procedure was completed with another powerflex p3 with no further complications. There was no reported patient injury. There were no difficulty inflating the balloon during prep. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. A competitor's contrast media and inflation device were used. The contrast to saline ratio was 50 percent. The inflation device was successfully used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve, the guide catheter, or through the vessel. The catheter was never in an acute bend. The area of the target lesion was the axillary vein. The target lesion was stenosed 70% but had no tortuosity or calcification. There was no prior stent implanted. The customer removed the product intact from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17745830 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, procedural/handling factors and lesion characteristics (70% stenosis with no tortuosity or calcification) may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a powerflex p3 (5 x 40 mm) pta balloon catheter ruptured on the second inflation, with a rate of burst pressure (rbp) of 10 atmospheres (atm). There was no reported patient injury. The procedure was completed with another powerflex p3 with no further complications. There were no difficulty inflating the balloon during prep. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. A competitor's contrast media and inflation device were used. The contrast to saline ratio was 50 percent. The inflation device was successfully used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve, the guide catheter, or through the vessel. The catheter was never in an acute bend. The area of the target lesion was the axillary vein. The target lesion was stenosed 70 percent but had no tortuosity or calcification. There was no prior stent implanted. The customer removed the product intact from the patient.